Event description:
I had lasik done in (B)(6) 2018 at (B)(6) y/o. My vision was -5.25 and -6 with an astigmatism in my right eye. The procedure went well and I overall healed very well. I did my research on the dr, he is well known and teaches others about lasik. I did not cheap out on my eyes. The only thing that I noticed about 8 months after surgery is the amount of floaters in my left eye. I talked to the dr about the floaters to make sure my eyes were still healthy and they said it ws normal part of aging and that I most likely had them before the procedure, but couldn't see them. I feel like even though I wore contacts and glasses that I would have noticed these floaters. I wish that I had found all the info about possible floaters after lasik and I would have rethought having this procedure done. The drs never mentioned this when I asked about side effects. I never knew to specifically look up this issue because I didn't think there was a correlation. It seems like lasik does affect sudden floaters and they really need to do more research and warn the general public about this, so they have all the info before having lasik. Now I have 4 friends who have had lasik and they didn't have any floaters, but I also had the worst vision out of all of them, so that may have something to do with why I have these floaters. My eyes are also more sensitive to light which makes it tough working on screens. At this point I regret having my procedure since then I could have avoided all these post-surgery issues.